Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer reported missing o-rings. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Unable to perform the pre-fill or prime test due to the reservoir partially returned. No stopper-plungers and no o-rings.